Event description:
Additional information received reported that the patient had experienced a power on reset (por). It was stated that the por was cleared and ¿everything was back to normal.¿ additional information received reported that the cause of the por was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).